Manufacturer narrative:
Skin irritation is a known inherent risk of the device. Clinical ref. Manual (alb0031- at) warnings state the following: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest.

Event description:
The patient presented to their healthcare provider with a probable contact dermatitis where the device was removed by the prescribing physician and treatment was prescribed.